Manufacturer narrative:
Correction d4 - the serial number is (B)(6). The expiration date is 21 aug 2009. The UDI number is (B)(4). Correction d6a - date of implant is (B)(6) 2006. Correction h4 - device manufacturing date is 6 sep 2006.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a remote follow-up. Review of transmission revealed, the atrial lead exhibited low pacing impedance, variable p-waves and oversensing of atrial lead noise causing inappropriate atrial fibrillation detections. No intervention was performed; the patient would continue to be monitored remotely. Patient was in stable condition.